Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads: upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 5173031.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration. The physician replaced the patient's linear leads with a paddle lead and was stable postoperatively. The explanted leads were kept by the facility.